Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: may 11, 2023 . Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the complaint handpiece was received with a detached haptic stuck inside of the neck of the cartridge. The handpiece was disassembled and the assembly was inspected, no issues that could cause or contribute to the complaint or observed issue. Inspection of the cartridge revealed that viscoelastic residue was not dispersed throughout the cartridge, suggesting that an inadequate amount of ophthalmic viscoelastic device (ovd) may have contributed to the complaint issue. Visual inspection of the complaint lens revealed that it was received cut and with a detached haptic. The lens was cleaned and, no further issues were identified. The handpiece had a haptic stuck in cartridge. The lens was cut and had a detached haptic. The complaint issue "haptic damaged" was not confirmed during product evaluation; however, the observed dc-haptic detached is similar to the reported complaint codes but cannot confirm the complaint issue based on internal definitions. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications and a relationship between the device and the reported incident could not be determined. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: information unknown/ not provided. Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1 - telephone number: (B)(6). Product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) had to be removed because it had a broken haptic. Through follow-up we learned that the iol was fully implanted and it was removed during the same procedure. The surgery was completed using a second lens. The explant of the iol resulted in an iris hemorrhage that was difficult to control and a high intra-ocular pressure was noted. No further information was provided.